Event description:
It was reported that stent profile problem occurred. The target lesion was located in the severely calcified renal artery. A 7.0mmx19mmx90cm express sd stent was expanded, however; dog-bone effect was noted. No patient complications were reported and patient status was good.